Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. The medical records included images .the image review was documented in the medical records. Medical records were provided and reviewed. Few days later, abdomen x-ray revealed that the ivc filter was noted at the l1-l2 level. Five years followed by; CT scan revealed that the filter struts were penetrating the ivc wall. A statement ¿read states that some tines of the ivcf are outside of the lumen¿ was mentioned without further detail. Therefore, the investigation is confirmed for filter unintended movement and filter limb perforation of the ivc wall. However, the investigation is inconclusive for filter tilt. Per the provided medical records, the filter was deployed prior to bariatric surgery and abdominal hysterectomy. The current IFU (instructions for use) states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's abdominal surgeries could have contributed to any reported deficiencies. However, based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted and perforated to ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.